Event description:
It was reported that, "this cup was revised because it sunk in and it had protrosis."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-ray and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.